Manufacturer narrative:
During follow up with customer by tandem technical support on 02/09/2021: customer intentionally returned replacement pump instead of original pump. Reportedly, original pump functions as intended. Customer continued to use the original pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 199 mg/dl. The customer reverted to an alternate method of insulin therapy.